Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. A surgical replacement procedure is anticipated, but has not yet been scheduled. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.